Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and had failed battery test alarm after blank display. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was assisted for blank display. Customer is not calling back after receiving a new battery cap. Customer states the contacts on the battery cap are not missing or damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer stated that, the display did not return. Customer went through troubleshooting but pump did not come back on and continued with blank display. The insulin pump will be returned back for analysis.

Manufacturer narrative:
The device was received with blank display due to moisture damage electronic assembly. Moisture damage was noted in motor assembly. Unable to perform functional test due to blank display. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. Unable to verify failed battery due to blank display.